Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump found the pump had no physical damage. Review of device history log did not find the reported event in the history log. Functional testing found the error code 46221 was found. The customer reported problem was able to be duplicated. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited error 46221. No patient injury reported.